Event description:
The physician fixed the boot with one screw when implanting the lead. A few days post op, the pt returned to have the extension and implantable neurostimulator (ins) implanted. Upon opening the pt, they found that the lead received "pulling" resulting in contact #3 being rendered un-usable. It was thought that this was due to only 1 screw being used as opposed to 4 because the tension was being absorbed at one point only. The pt had the lead replaced. After the new lead was placed, the pt was doing well.